Event description:
Routine investigation reveals a falsely high result compared to a laboratory comparison. Treatment based on high results could have clinically adverse effects. No injuries were reported.